Manufacturer narrative:
The following have been reported incorrectly on manufacturer device report 1220648-2024-24494. B3 date of event. H5 labeled for single use. H8 usage of device.

Manufacturer narrative:
The investigation into automated imeplla controller (aic) - damage before therapy has been completed. The fan's connections were examined and found to be severely pinched. The root cause of the issues that arose during preventative maintenance were due to a defective fan.

Event description:
During product evaluation, it was reported to the complaints team that it was determined that the automated impella controller fan is defective. The investigation is on going and there was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an investigation has begun but has not yet been completed. Upon completion of our analysis, a supplemental report will be filed.